Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when attempting to approach the tissue and fire the device during a lung resection, they were able to press the green button but were not able to squeeze the handle. The procedure was completed with another device. There was no patient injury.